Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol composix kugel device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent surgery to remove the bard/davol composix kugel. It is alleged that the doctor noted the "mesh has since retracted and is no longer covering hernia defect and has come up anteriorly towards the skin underneath the wound"; however, no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent repair of a umbilical hernia. A bard/davol composix kugel, ref no. (B)(4) lot number hutj1649, was implanted in the patient. On (B)(6) 2013: the patient underwent surgery to remove the bard/davol composix kugel. Upon visualizing the bard/davol composix kugel, the doctor noted "mesh has since retracted and is no longer covering hernia defect and has come up anteriorly towards the skin underneath the wound." It is alleged that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.